Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system could not perform exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as the issue was intermittent. The philips field service engineer (fse) went onsite and found that the malfunction occurred due to ippc(image processing pc). The fse replaced the ippc along with hard disk, and recreated image disk. The defective ippc was returned to philips for further analysis. The analysis confirmed the malfunction and identified faulty ethernet card. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.